Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dreamstation device difficulty breathing/short of breath and causing patient to wake up and have black soot all over his face. Patient was switched to trilogy evo device and passed away due to oxygen levels dropping in trilogy evo device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dreamstation device difficulty breathing/short of breath, causing patient to wake up and have black soot all over his face, nose irritation, skin irritation, dizziness, headache and reduced cardiopulmonary reserve. Patient was switched to trilogy evo device and passed away due to oxygen levels dropping in trilogy evo device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Initial reporter details, patient outcome code grid, evaluation method code grid, evaluation results code grid and conclusion code grid were updated.